Manufacturer narrative:
510k: this report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a removal of prosthesis on (B)(6) 2019 due to rupture of the plate and infection. Initially, the patient was implanted with a locking compression plate (lcp) distal femur plate and an unknown screws on (B)(6) 2018 due to femoral fracture. However, the patient experienced a pseudoarthrosis with ruptured plate, thus, causing an infection and it was necessary to remove the prosthesis and targeted an antibiotic therapy. The implants were explanted successfully with an unspecified amount of surgical delay reported. Patient outcome was unknown. This report is for unknown quantity of unknown screws. This is report 2 of 2 for complaint (B)(4).